Manufacturer narrative:
System analysis on (B)(6) 2017: bsc service engineer observed error code 866 data point out of spec. Attempted to recalibrate laser. Found rf and flow were good; suspects faulty resonator. Service activity has not concluded.

Event description:
It was reported that during preparation of a prostate procedure, with a patient involved, a "hard error, need service" error was observed. No injury was reported additional information has not been reported.

Manufacturer narrative:
Event description correction: "no patient was involved". Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.

Event description:
Event information updated: "no patient was involved" when this issue occurred.